Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and stylet could not be inserted. As received, a complete lead was returned in one piece with bent helix and clogged with blood/ tissue. The reported events of helix mechanism issue and stylet could not be inserted were confirmed. X-ray examination found the inner coil inside the connector region was over torqued and the helix was bent consistent with procedural damage. The helix mechanism/ extension length test could not be performed due to the condition of the helix, as received. The stylet insertion/ removal test could not be performed due to over torqued inner coil at the connector region. The cause of the reported events of helix mechanism issue and stylet could not be inserted was isolated to the helix being bent, clogged with blood/tissue and over torque of the inner coil.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead dislodged. During repositioning, the helix failed to retract and the stylet was unable to be inserted. A different lead was used to complete the procedure. The patient was in stable condition.